Event description:
Received information stating customer began receiving occlusion alarms approximately one month after starting on the pump and switching to apidra insulin. The customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.